Manufacturer narrative:
Exact date unknown, event occurred one (1) month the date the manufacturer became aware of the event. (B)(6) 2021. Additional suspect medical device component involved in the event: product family: scs-paddle leads: upn: m365sc8216500. Model: sc-8216-50. Serial: (B)(4). Batch: 7073046.

Event description:
It was reported that the patient developed an infection and resulting sepsis. The patient underwent an explant procedure and was doing well postoperatively. The explanted device components were not returned as it was discarded by the facility.